Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Investigation summary reviewing attached x-ray, the complaint description can be confirmed that the tfna - screw is back out from the nail. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent open reduction internal fixation surgery for the femoral tumor by removing the tumor and fixing with the tfna-screw in question. The patient had a tumor from femoral trochanter to the bone head. In the surgery, the surgeon removed the tumor first, and used tfna. During the surgery, the surgeon had difficulty in inserting a guide wire, drilling for the tfna-screw, passing the tap and inserting the tfna-screw because the bone head was hardened between the border line of removing tumor. During these operations, the guide wire deflected from the nail (it was unknown when this event occurred). As a result, the surgery was completed with the dislocation of the screw. 3 weeks after the surgery, the surgeon found the dislocation by x-ray. On (B)(6) 2020, the revision surgery was performed via tha by removing the tfna devices and implanting oss devices (zimmer biomet products). There was no surgical delay. The patient outcome was unknown. Concomitant devices reported: unknown locking screw ((part# unknown, lot# unknown, quantity unknown). Unknown end cap (part# unknown, lot# unknown, quantity 1). This complaint involves three (3) devices. This is report 1 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6- reviewing attached x-ray, the complaint description can be confirmed that the tfna - screw is back out from the nail. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot part number: 04.038.100s, lot number: 9980985, part manufacturing date: 04 february 2016, manufacturing site: elmira, part expiration date: 31 january 2026. A review of the device history record revealed no complaint related anomalies. The device history record shows lot 9980985 of tfna screws was processed through the normal manufacturing and inspection operations with no significant issues noted. The investigation of this nc determined that there was no risk to the product as a result of this paperwork mix; all paperwork was reconciled without issue, and the parts were returned to normal operations. This nonconformance has no bearing on the complaint condition. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record(s) determined the raw material lot 9825565 met all specifications with no issues documented that would contribute to this complaint condition. A review of the device history record revealed no complaint related anomalies. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.